Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s history showed evidence of short battery life illustrated with a sudden voltage drop on (B)(6) 2013. The pump was able to power on normally during testing. The pump successfully passed the ez prime steps and was able to be exercised for 24 hours with no alarms. The pump¿s current draws were found to be out of specifications. The pump cover was opened, and an internal component of the printed circuit board was found to have an intermittent connection. It was then reconnected. The current draws were then within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.